Event description:
The customer reported to olympus, upon removal of the olympus endoscope, at the end of the endoscopic retrograde cholangiopancreatography (ercp), the distal cover fell off and was found in the patient's mouth. It was noted the distal cover piece had a crack in it. The distal cover was removed with a finger swipe from the patient's mouth. No harm or injury. No procedural delay. The customer reported the endoscope was inspected prior to use to ensure the appropriate assembly of attachments and the scope is undamaged and acceptable for use. No anti-fog agents were used. Lubricant is applied on the ends of all scopes before insertion. No damage to the distal cover was found after attaching it to the endoscope. The customer reported the staff knows they are supposed to pull back on the tip to ensure the connection is secure. Customer requested an in-service on how to properly attach the distal cover to the endoscope. This event includes 2 reports: (B)(4): maj-2315, h1z16. (B)(4): tjf-q190v, 2225698. This report is 2 of 2 for (B)(4): tjf-q190v, 2225698.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results. This report has been submitted by the importer under this MDR report number 2951238-2022-00435.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation and the results of the device history records (DHR) review. New information added to the following fields: h4, h6, h10. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the cracked distal cover and separation from the endoscope is likely due to lubricant application to the distal end and the cover was easy of come off. As described in the IFU "7.3 attaching the distal cover" (p.11 to p.13), please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation. Users could prevent the suggested event as IFU (operation manual) states as follows: 3.5 attaching accessories to the endoscope: attaching the single use distal cover: do not apply anti-fogging products, olive oil, or products containing petroleum-based substances (e.g., vaseline®) to the single use distal cover and the endoscope. These products may cause cracks of the single use distal cover. If a single use distal cover with cracks is used, it may cause thermal injury due to electric current leaks when high-frequency cauterization treatment is performed. Olympus will continue to monitor field performance for this device.